Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 2 weeks after the primary surgery, the surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 august 2024 lot 2315000: (B)(4) items manufactured and released on 11-sep-2023. No anomalies found related to the problem.expiration date: 2028-aug-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.